Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing, an unexpected reagent issue or an analyzer malfunction could not be ruled out as contributing factors.

Event description:
A customer complained after obtaining a higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient results: 0.139 ng/ml vs expected result < 0.012 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The results were reported to a physician with a corrected result later reported. There was no allegation of patient harm occurring as a result of the event. (B)(4).